Event description:
Hypotony occurred after surgery in which agv was put in ciliary sulcus. A 23gauge needle was used for puncture, there was no water leakage from this wound. The doctor ligated the tube. Symptoms did not improve and the agv was removed 2 days later, and the patient's symptoms improved after a new agv was implante.

Manufacturer narrative:
The sample received was visually inspected and tested in compliance with our procedures. The tube was damaged close to the base of the valve. Upon removal of the demaged section the unit did meet the acceptance criteria, the reivew of the records show the unit was tested per the validated procedures. There are no sharp objects used during the manufacturing process to prevent any damage to the components.

Manufacturer narrative:
The IFU was reviewed and it inlcudes hypotony as a known complication and adverse reaction. The serial and lot number are unknown and was not provided. Explanted valve was requested for inspection. It has not been received.

Event description:
Hypotony occurred after surgery in which agv was put in ciliary sulcus. A 23 gauge needle was used for puncture, there was no water leakage from this wound. The doctor ligated the tube. Symptoms did not improve and the agv was removed 2 days later, and the patient's symptoms improved after a new agv was implant.